Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the helix would not extend and resulted in a placement difficulty. The patient was noted to have very tortuous anatomy. After removing the lead from the anatomy, the helix still would not extend. The lead was attempted, but not implanted. No adverse patient effects were reported.